Event description:
Gvl has piece missing. Did not happen during a procedure or with a pt.

Manufacturer narrative:
The device was returned and the failure was confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.